Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the y-connector was disconnected soon after placement. The user replaced the y-connector and the suction evacuator. There was no delay in the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the y-connector was disconnected soon after placement. The user replaced the y-connector and the suction evacuator. There was no delay in the procedure.

Manufacturer narrative:
Received 1 used y-connector and tubing only. The reported event was confirmed as manufacturing related. The sample received was observed to be a used sample, as apparent fluid residue was found within the tubing conduct of the sample. Upon visual inspection of the welding area, the physical condition of the sample appeared as if the area where the y-connector is typically welded was broken and the y-connector tubing portion of the device was detached from the rest of the tubing. The evaluation results concluded that the deficient welding was the root cause for this complaint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "vi. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. Blood collected using the evacuator must not be re-infused as it may be a cause of potential infections. Do not use in patients who are allergic to materials used in bard® drain products. Do not bypass or inactivate the anti-reflux valve. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Leaving the drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. This is a single use device. Do not reuse. Do not re-sterilize. Note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose it as per the hospital protocol in the appropriate biohazard/ sharps container. Vii. Complications: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Severe allergic reactions or illness may result in patients who are allergic to materials used in bard® drain products. If the evacuator is not emptied when full, drainage from the wound site will cease and the likelihood of back-contamination across the anti-reflux valve is increased. In the event an air-tight seal is not achieved, the evacuator will rapidly fill with air from the leak; subsequent drainage to the evacuator will occur only if allowed by gravity and wound exudates forcing the flow. Entry into the evacuator is allowed only by displacement of air in the evacuator by wound exudates flow. In this displacement process, air reflux from the evacuator to the wound can occur and increase the likelihood of back-contamination across the anti-reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage ceases. The advantages of wound drainage, particularly closed system drainage, are lost if an air-tight seal between the drain and the skin where the drain emerges is not achieved or if the drain is allowed to become occluded. Complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical procedure, as well as the patient degree of intolerance to any foreign object in the body." (B)(4).

Event description:
It was reported that the y-connector was disconnected soon after placement. The user replaced the y-connector, and the suction evacuator. There was no delay in the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the y-connector was disconnected soon after placement. The user replaced the y-connector, and the suction evacuator. There was no delay in the procedure.

Manufacturer narrative:
Received 1 used y-connector and tubing only. The reported event was confirmed as manufacturing related. The sample received was observed to be a used sample, as apparent fluid residue was found within the tubing conduct of the sample. Upon visual inspection of the welding area, the physical condition of the sample appeared as if the area where the y-connector is typically welded was broken and the y-connector tubing portion of the device was detached from the rest of the tubing. The evaluation results concluded that the deficient welding was the root cause for this complaint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "vi. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. Blood collected using the evacuator must not be re-infused as it may be a cause of potential infections. Do not use in patients who are allergic to materials used in bard® drain products. Do not bypass or inactivate the anti-reflux valve. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Leaving the drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may affect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Drain perforations must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. This is a single use device. Do not reuse. Do not re-sterilize. Note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose it as per the hospital protocol in the appropriate biohazard/sharps container. Complications: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Severe allergic reactions or illness may result in patients who are allergic to materials used in bard® drain products. If the evacuator is not emptied when full, drainage from the wound site will cease and the likelihood of back-contamination across the anti-reflux valve is increased. In the event an air-tight seal is not achieved, the evacuator will rapidly fill with air from the leak; subsequent drainage to the evacuator will occur only if allowed by gravity and wound exudates forcing the flow. Entry into the evacuator is allowed only by displacement of air in the evacuator by wound exudates flow. In this displacement process, air reflux from the evacuator to the wound can occur and increase the likelihood of back-contamination across the anti-reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage ceases. The advantages of wound drainage, particularly closed system drainage, are lost if an air-tight seal between the drain and the skin where the drain emerges is not achieved or if the drain is allowed to become occluded. Complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical procedure, as well as the patient degree of intolerance to any foreign object in the body." (B)(4).

Event description:
It was reported that the y-connector was disconnected soon after placement. The user replaced the y-connector, and the suction evacuator. There was no delay in the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the y-connector was disconnected soon after placement. The user replaced the y-connector, and the suction evacuator. There was no delay in the procedure.